Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a clogged sample probe. The fse replaced the sample probe to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous erratic patient results for multiple analytes including, albumin (alb) , alkaline phosphatase(alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), carbon dioxide (co2), calcium (cala), creatinine (cre), glucose (glu), total bilirubin (tbil), total protein(tp), blood urea nitrogen (bun), sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided initial results for one (1) patient.